Event description:
The manufacturer was contacted in reference to a thermal allegation on a dreamstation auto CPAP. The manufacturer received information alleging a burning smell from the device. There were no allegations of harm or serious injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
To revert reporting of the complaint based on CAPA which states that smell is not reportable and that includes burning smell regardless of the device.